Manufacturer narrative:
The soft cannula was found to be stretched and flattened. It is unknown how or when this damage occurred. Though the soft cannula was damaged, fluid was observed to freely exit the distal tip of the soft cannula, and no leaks were found along the fluid path during the leak test. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 24 and 36 hours on the leg.